Event description:
Nursing staff were weighing infant on a weigh scale. The scale consists of a tray that has side-walls but no end-walls. When nurse took her eyes off of infant for a moment, the infant pushed with feet and scooted head-first backwards off the end of the tray. Infant landed head-first on the concrete-based floor from height of approx 3 and one-half feet. Weigh scale was: MFR air-shields vickers, hatboro, pa model: infant scale n-10.